Manufacturer narrative:
(B)(4) date sent to FDA: 07/07/2016. (B)(4). Additional information was requested and the following was obtained: based on the event description provided, it appears that the reported issue was attributed to the physiomesh. Does the surgeon believe the patient¿s reported issue is related to the securestrap? If yes, please provide product code and lot number of the securestrap. No surgeon does not believe issue related to physiomesh or securestrap. The patient demographic info: age, gender, weight, bmi at the time of the procedure? Male ¿ no other details obtained. Date of the robotic ventral hernia repair? Was not a robotic ventral hernia repair. Were any concomitant procedures performed? No. Onset date / time of the reported symptoms from surgery? Patient underwent a ventral hernia repair on (B)(6) 2015 including placement of physiomesh 5 cm overlap with securestrap. On (B)(6) reviewed with no problems noted by patient. On (B)(6) patient presented with seroma in centre of mesh- left and resolving on (B)(6) ¿ patient saw surgeon and reported mowing the lawn which was followed by significant pain over original hernia site. Reviewed by CT and mesh all in place, no recurrence identified. Has any medical or surgical intervention been provided for the pain management? Results? Surgeon unaware of pain management meds. Patient self referred to another surgeon in sydney who completed a consult and suggested redo hernia repair operation. Product code and lot number of the physiomesh? Unsure of lot number phy1015v. What is the surgeon¿s opinion as to the aetiology of or contributing factors to this event? No indication of recurrence from investigations. What is the patient¿s current status? Under care of another surgeon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2015 and mesh was implanted. On (B)(6) 2015, the patient presented with seroma in centre of mesh to the left, but it was resolving. On (B)(6) 2015, the patient saw the surgeon and reported mowing the lawn which was followed by significant pain over original hernia site. This was reviewed by CT which showed all mesh all in place and no recurrence identified. The patient was seen by another surgeon and reoperation was suggested.